Event description:
Patient reported the old battery was dying; it was implanted on (B)(6) 2012. Patient had surgery and reprogramming, patient stated they think this is as good as its going to be.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has the device for phantom pain in her foot because she has an amputated limb. The pt stated the previous ins was replaced due to normal battery depletion. Pt stated the initial implant only had one lead but her doctor added a lead when the new ins was implanted sept 10th. Pt stated she doesn't think the lead helped but is actually worse. Pt stated  manufacturing representative (rep)  thinks she fixed it when they met on the 18th but the pt wasn't happy with it. Pt stated she met with a rep on the sept 30th or oct 1st and he gave her programming she liked more. Pt stated she met with the pa on the 13th and have an upcoming appt with the surgeon on wednesday. Pt mentioned previous implant "was in the front" but the new ins is down on her hip which is harder to work with.